Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that a revision surgery was performed due to a dissociated revive stem. The locking cap and screw were correctly assembled but became loose postoperatively, requiring surgical intervention.

Manufacturer narrative:
Correction: g1 manufacturing site; h6 (device, results & clinical) codes. The reported event was confirmed, since a x-ray of the alleged event was provided and matches the event reported. The device inspection revealed the following: a medical expert evaluated the provided x-ray¿s and confirmed that the locking screw had backed out creating a gap between the proximal body and the stem spacer. Based on investigation, the root cause was attributed to an unknown factor, the case was evaluated by a medical professional and no root cause could be established based on the evidence provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a revision surgery was performed due to a dissociated revive stem. The locking cap and screw were correctly assembled but became loose postoperatively, requiring surgical intervention.